Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise. No intervention or patient status were reported.